Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 26 mmol/l. Customer did not stated any symptoms and treatment related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. The insulin pump was dead and had blank display. The insulin pump had hairline crack. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black customer returned insulin pump for alleged blank display and a crack on the back of the insulin pump found on july 10, 2022. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored, and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows on july 09, 2022 there was a low battery alert (14:21) and then on july 10, 2022 there was a change battery fault (replace battery) alert (00:02) and then a off no power (replace battery now) alarm (00:23) indicating proper alert/alarm sequence for low battery voltage. There were no unusual or excessive battery/power related faults noted in the history files. The insulin pump was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor and the battery tube power connector is properly connected to electrical board 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, battery compartment, and cracked battery tube threads. Blank display is not confirmed. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.